Event description:
It was reported that during an implant attempt, the doctor bent the lead back on itself in the superior vena cava (svc) and the lead became caught in the sheath. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis revealed that the tip of the lead was bent. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The lead appeared to be damaged at implant.